Event description:
It was reported that the artificial urinary sphincter (aus) pump was not able to transfer fluid from the pressure regulating balloon (prb) to the cuff, therefore the cuff would not close. The pump and balloon were explanted and replaced. The new aus was cycled and viewed with cystoscopy and was functioning well. The patient is fully recovered.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was not able to transfer fluid from the pressure regulating balloon (prb) to the cuff, therefore the cuff would not close. The pump and balloon were explanted and replaced. The new aus was cycled and viewed with cystoscopy and was functioning well. The patient is fully recovered.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks in the components. Functional testing showed all components performed within specifications. Based on these observations, the reported allegation of mechanical issues was unable to be confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the components did not identify any leak in the device. Functional testing identified all components performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.